Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the charged coupled device (ccd) cable broke during user handling of the subject device and the b30 error temporarily occurred during the event, whereas the e216 error and screen black out occurred during evaluation due to the ccd cable breakage. The event can be prevented by following the instructions for use: " inspection of the endoscopic image". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera iii bronchovideoscope had no image and a b30 scope communication error message was displayed. The issues were found during reprocessing prior to a diagnostic bronchial examination procedure. The procedure was completed using a similar device. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of the b30 error code was not confirmed. Evaluation found that the screen black out during angulation and error code e216 was displayed due to a defective charged coupled device unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.